Event description:
The balloon failed to wrap back into a samll profile and became stuck on a strut of a stent. Efforts to remove it were unsuccessful, and surgery was required to remove the balloon. When the balloon was removed it was noted that there was balloon material in the stent struts. The unit was discarded at the hosp and was not returned for evaluation.